Event description:
It was reported to manufacturer that the neurologist was not able to register the taps on the handheld's screen. The screen was cleaned and it did not resolve the issue. A hard reset was performed and it took several minutes to get through the setup, because of the faulty interface. The physician requested a new programming system and it has been shipped. Good faith attempts to obtain the product for product analysis has been unsuccessful to date.